Event description:
It was reported that "tip broke off during procedure, piece not found, trocar being returned."

Manufacturer narrative:
When the device is returned and evaluated by the engineer, I will file a supplemental report.